Manufacturer narrative:
During the eval of the device at the MFR's service center, an issue related to the device's sensor board was observed. The ventilator's sensor board was replaced to address the issue.

Event description:
A ventilator was returned to the MFR with an allegation the device was alarming. There was no harm or injury reported.